Event description:
It was reported that a patient underwent a total knee ligament repair procedure on (B)(6) 2012 and suture was used. The suture broke during use. Another like device was used to complete the procedure with no patient adverse consequence.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.